Event description:
The following has been reported: biomed reported: "pump problem". No patient harm or any active infusion stopped. A preliminary review identified the following issue: electrical hardware failure (12v). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to electrical hardware failure (12v). The device came in with a pump problem alarm. A mock infusion was attempted to replicate the error and the device alarmed with a red pump alarm immediately. Log files indicated a 12v failure. The pump was opened to inspect for any internal damages. It was found that the main pcba had broken components on it confirming a main pcba 12v failure. The main pcba will be removed and replaced during repair. Additional damages that were found and will need removed and replaced are as follows: the right bag hook is broken, the lever boot has a tear in it, the handle keypad is ripped, the pneumatic plate is cracked, the retaining plate is cracked, the lcd screw mounts are broken, and there is a crack in the front housing under the lcd screen. After all repairs have been made the pump will be sent to the test line for full functional testing.